Event description:
Upon download of a (B)(6) male pt's flag files, zoll customer support reported a service code 102 - charge profile fault. The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The cause of the code 102 - charge profile fault is an open resistor r45 on the computer/analog (ca) board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is an fractured solder connection at high-voltage capacitor c21 on the defibrillator board. The cause of the fractured connection is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.